Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the device, model # 97745, s/n (B)(6), revealed a main board with lithium ion battery contacts broken/damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non- malignant pain indications. It was reported that pt's controller was not charging because they had lost the back cover of their controller about a month ago. Pt spoke to a manufacturer representative (rep) about a month ago via phone and rep redirected pt to the m anufacturer's patient services. Pt said because they lost their li battery pack cover, the controller had not been charging since about a month ago. Pt said they had called someone from the manufacturer and that person had told them they would be sent a battery pack cover (pt said this conversation was with a manufacturer's patient services specialist (pss) after rep, but current pss did not locate record of any call with pt). During the call, the pt confirmed they had lost the back cover of the controller. Pt plugged in the ac power supply, but did not see a green light on top of the controller. Pt then reset the controller. Pt inspected the pins inside the controller battery compartment and the li battery pack contacts, but no damage was detected. Pt then plugged the controller into the ac power supply with the li battery pack installed and eventually the light on the controller was blinking. Controller appeared to be charging as expected. No symptoms were reported. Additional information was received. Patient reported their controller was not charging or turning on since they received their battery compartment replacement. Pt said every once in a while it lights up for a minute and then just goes off. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing and then was solid green. Pt was seeing the no device found screen. Pt then connected their rtm and tried charging their ins. When pt tried charging the ins, they received a battery low, recharge the controller soon message and the controller screen kept going black.